Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system did not deliver insulin due to insulin leaking within the cartridge/reservoir chamber, evidenced by a strong insulin odor and persistent hyperglycemia around 271¿277 mg/dl despite dosing, with no occlusion or alarm notifications; troubleshooting on cartridge filling and connection technique was completed and replacement supplies were provided. Symptoms included dry mouth associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation of this case revealed leakage at or related to a seal, consistent with a leak/splash device problem localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.